Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. DHR's verified that the correct cable was part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "reader cable burned out." No futher details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports, "reader cable burned out." No further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has also been performed on the returned reader's charging port and no evidence of burning was observed. Visual inspection has been performed on the returned adc charging cable and severe burning to the micro usb end of the charging cable was observed. The returned reader was de-cased and an internal inspection was performed on the printed circuit board assembly (pcba), no evidence of fire or smoke was observed. Measured the returned readers battery at 2.87v which was not within specification (3.7- 4.1v). The returned battery was replaced with a new unused battery and the returned reader powered on with the home button. The off current of the reader was measured and results were within specification at 0.20mv (0- 1.0mv). Since the current draw from the reader was within specification, adc concludes that the reader did not have sufficient power to cause the reported damage. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.